Event description:
Refrence number (B)(4) event occured in egypt it was reported that patient experienced an adhesive malfunction on (B)(6) 2026. Infusion set have dropped from abdomen on 1st day of use. No further information is available.